Manufacturer narrative:
(B)(4). Information unavailable. Additional information provided: who fired the device, the surgeon or someone else? The surgeon. Was the sales rep. Present as the incident occurred? No. Was the user trained? Yes. How often has this person used the device? At least 10 operations. On which firing(s) did this event occur? He discovered the event after firing all and doing the control of the rectum. Did the surgeon inadvertently grasp the firing trigger prior to firing the instrument? No. Was the closure trigger latched prior to firing the device? Yes. Was the surgeon able to confirm that the intended tissue was in the closed jaws of the instrument prior to firing? Yes. Was the tissue evenly distributed within the jaws of the instrument? Yes, as much as you can in this procedure. Was the additional procedure time only caused by the difficulties with the device? Or were there other circumstances, patient conditions or surgeon¿s preferences that may have caused the additional time? The time were prolonged causes lack of staple line. The rectum were completely open and he had to sew the anatomies by hand. What was the patient¿s pre-op diagnosis? Rectum prolapse. What is the current status of the patient? Good.

Event description:
It was reported that during the stapling on rectum (rectum prolapse) of the device he noticed nothing special until he did a control of the staple line after 5 firings and find that none of the reloads had stapled. The whole rectum was open and he had to suture the anastomosis by hand. Procedure was prolonged by sixty minutes. There was no patient consequence.